Event description:
It was reported that the gray trigger was hardly pushed and it went off the rail. First implant was deployed but the second wasn't. The remaining part in the patient was removed by cutting. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent. The actuator is protruding out of the needle at the bend. No suture or ts were returned for examination. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.